Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, when lens was inserted in eye surgeon noticed marks on sides of lens, , the lens was removed during initial procedure. The procedure was completed with another lens. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
The lens was returned in the 78(iw) lens case. Viscoelastic was isobel on the lens. The lens had been cut into pieces just off center. One optic portion was not returned. One haptic tip was broken, not returned, the lens was cleaned with klrp. The other haptic has a large scrape on the anterior gusset area. The optic is cracked on the edge opposite side of the damaged gusset. This damage may indicate a plunger override occurred. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined for the reported marks. Haptic and optic damage was observed which may indicate a plunger override occurred. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).